Manufacturer narrative:
The pipeline flex with shield (ped2) device and catheter were returned. The ped2 pushwire was found bent near the proximal end. The pushwire was also found protruding from within the catheter hub. The distal of the catheter body was found flattened. The ped2 device could not be pushed forward or removed from within the catheter. Therefore, the catheter was cut to remove the ped2. The ped2 was found separated into two segments while still within the catheter. The ped2 segments were removed from within the catheter. The distal hypotube with the ptfe shrink tubing was found intact. The pushwire was found detached at the distal hypotube weld (solder joint). Upon removal of the stuck ped2 distal segment, the distal dps restraint with sleeves and tip coil detached from the distal pushwire. The ped2 braid proximal end was found fully open and in good condition. The ped2 braid distal end was not found fully open and d amaged (frayed). The proximal dps restraint remained intact on the distal pushwire. No breaks or separations were found with the distal pushwire. The tip coil was found bent and the ball weld was found missing. The detached pushwire was sent out for scanning electron micrographic (sem) / energy dispersive spectroscopy (eds) elemental analysis. The elemental analysis of the detached pushwire end shows elevated iron (fe), chromium (cr), tin (sn), silver (ag), oxygen (o), and nickel (ni) peaks were detected on the wire surface. No other anomalies were observed. Based on the device analysis and reported information, the report of ¿resistance/stuck during delivery¿ was confirmed. It is likely the damage found with the catheter contributed to the resistance. However, the cause for the catheter damage could not be determined. It is likely the patient¿s ¿moderate¿ vessel tortuosity contributed to the event. However, the cause for the resistance could not be determined. From the damages seen with the ped2; it appears there was high force used. It is likely these damages occurred when attempted to advance the ped2 shield through the phenom catheter against resistance. Regarding the solder joint separation issue, in addition to excessive force, separation can occur due to inadequate solder/tinning. As the analysis showed presence of soldering material (tin); thereby indicating that the soldering was conducted. A review of the manufacturing process did not uncover any deficiencies with regard to the soldering process. Proper soldering technique and surface preparation (tinning) were well defined and documented appropriately in the associated manufacturing procedures. The proof load of 2.5n performed on 100% of the devices. There was no non-conformance to specification that lead to the resistance and detachment issues. Linked with MDR: 2029214-2020-00299. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the pipeline¿s middle tip coil appeared to have a thick part on imaging as they started to deliver the pipeline using the phenom 17 microcatheter. They suspected the coil to be kinked or some material on it. The phenom and pipeline were exchanged for another pipeline flex with shield technology and phenom 27. They attempted to deliver the pipeline through the phenom 27 but they noticed that it was impossible to delivery the pipeline through the phenom because the distal part of the phenom was ¿squeezed¿ and stuck (shape similar to head of cobra snake). After removal from the patient, it looked like the neck of a cob. The patient was undergoing embolization treatment of a unruptured saccular aneurysm measuring 7 mm x 3 mm located in the right internal carotid artery (ica). The distal and proximal landing zone as 4 mm x 4.5 mm. The vasculature was moderate in tortuosity. The devices were prepared as indicated in the instructions for use (IFU). There was no damage to the pushwire. There was no friction when pushing the pipeline inside the phenom.